Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient's height: 185cm . H6: picture review: the received picture confirm the issue as per event description; the complaint therefore has been determined to be confirmed. H3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: monument manufacturing date: 13-aug-2018 , expiration date: 01-aug-2028 , part number: 04.037.045s, 10mm/130 deg ti cann tfna 235mm/left ¿ sterile , lot number: h700261 (sterile) , lot quantity: 6 . Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna bp55 , lot number: l948133 , lot quantity: 96 . Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended bp55 , lot number: h571490 , lot quantity: 1,000 . Work order traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive bp58 , lot number: h679091 , lot quantity: 80 . Work order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80 , lot number: h669313 , lot quantity: 1,027 lbs. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that during revision procedure void filling with bone substitute(cerament) and local bone graft, valgisation osteotomy and re-osteosynthesis with lfn 13 x 420 mm (recon locking) was performed. The revision procedure was completed successfully.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that on (B)(6) 2019, a broken tfna nail was discovered. There is no further information regarding patient consequence or surgical outcome. Concomitant device reported: unknown helical blade ( part# unknown, lot# unknown, quantity 1), unknown locking screw ( part# unknown, lot# unknown, quantity 1). This report is for one (1) 10 mm/130 deg ti cann tfna 235 mm/left - sterile. This is report 1 of 1 for (B)(4).